Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 25mm 2700tfx valve implanted in the aortic position for 6 years and 2 months underwent a valve-in-valve due to stenosis and regurgitation. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well, post-procedure in stable conditions.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a patient with a 25mm perimount valve implanted in the aortic position for unknown period of time underwent a valve-in-valve due to stenosis and regurgitation. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well, post-procedure in stable conditions.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.